Manufacturer narrative:
Model number/catalog number 72400098 serial number null batch/lot number 465952002 model/catalog description control pump fgs. Model number/catalog number 72400024 serial number null batch/lot number 464349005 model/catalog description balloon fgs 61-70 cm. Cuff: product analysis could not confirm a device malfunction as the probable cause of the reported events due to a lack of product return. Pump: the aus device was visually and microscopically examined and functionally tested. No leaks were found. Pump failed poppet pressure test at 24.3 psi, for specifications between 14.4 and 22.6 psi. Product analysis could not confirm fluid loss but did confirm unrelated product malfunction, which is not considered the probable cause for the reported fluid loss or incontinence. Urinary incontinence could not be confirmed through product analysis. Based on the results of this investigation, no escalation is required. Balloon: the device was visually and microscopically examined and functionally tested. No leaks were found. Inspection of the remainder of the device revealed no other damage or irregularities. Device analysis determined the condition of the returned device was not consistent with the reported information. The complaint was not confirmed for fluid loss. Product analysis could not confirm urinary incontinence.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. The patient did not experience any further complications. The device was said to be expected to return but the cuff was not included in the returned explanted items. No more information available at the moment, further information was requested. It was further reported that there was an unknown reason to device malfunction. No more information available at the moment. Should additional information become available, it will be provided. Additional information received listed patient dissatisfaction and fluid loss as the reasons for removal. No more information available at the moment. Should additional information become available, it will be provided. Product investigation complete. The aus device was visually and microscopically examined and functionally tested. No leaks were found. Pump failed poppet pressure test at 24.3 psi, for specifications between 14.4 and 22.6 psi. Product analysis could not confirm fluid loss but did confirm unrelated product malfunction, which is not considered the probable cause for the reported fluid loss or incontinence. Urinary incontinence could not be confirmed through product analysis. No more information available. Should additional information become available it will be provided.

Manufacturer narrative:
Model number / catalog number: 72400098, serial number null batch / lot number: (B)(4), model / catalog description: control pump fgs. Model number / catalog number: 72400024, serial number null batch/lot number: (B)(4), model / catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. The patient did not experience any further complications. The device was said to be expected to return but the cuff was not included in the returned explanted items. No more information available at the moment, further information was requested. It was further reported that there was an unknown reason to device malfunction. No more information available at the moment. Should additional information become available, it will be provided. Additional information received listed patient dissatisfaction and fluid loss as the reasons for removal. No more information available at the moment. Should additional information become available, it will be provided.